Event description:
It was reported that a clear link continu-flo solution set become separated from an IV set causing a leak. The event occurred while hooking the patient up for anesthesia. The reporter stated that they inserted the propofol syringe into the IV site and the IV became separated. This led to backflow of blood approximately 50cm into the tubing. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted a separation at the second luer activated valve. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.